Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation and overstimulation. The implant "stopped working" in (B)(6) 2012. The "wire" in the patient's back was bent and was affecting the patient's body "bad." It was noted that there was some sort of inflammation that formed behind it according to the pictures and paperwork the patient received from the physician. The patient was being shocked "because one of the wires went bad" and it made the patient seem like he had a stroke. At that time a manufacturer representative turned the implantable neurostimulator (ins) off and confirmed with "equipment" that a lead wasn't working but didn't know exactly why it wasn't working. X-rays and ultrasounds revealed the lead was bent. The patient had not had any falls or trauma. The patient was still having "a lot of complications" because the wire was bent and it was very uncomfortable along his beltline. The patient "almost don't want to walk a lot of times" it was difficult to get up and down. It was also noted the patient did a lot of sweating. Additional information was requested but, was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3550-39, lot# n159159, implanted: (B)(6) 2009. Product type: accessory: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient had felt a sharp pulse go through his body and then the ins (implantable neurostimulator) stopped working.

Event description:
Additional information reported that the bent wire was starting to make the patient¿s body ¿hurt really bad.¿ the patient noted that the location of the lead ¿wasn¿t where I wanted it at¿ and ¿it¿s right around my belt line and if I put on a belt it hurts.¿ additional information reported that the patient hadn¿t felt any stimulation since march of 2012. It was noted that the wire in the patient¿s spine was causing his spine to hurt.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient's implantable neurostimulator (ins) was removed due to the ins malfunctioning. The patient stated the wire in the stimulation shorted out and they received large doses of electric shock to the nervous system. The ins was kept in for a while due to not being able to find a health care provider (hcp) to take it out, but they were eventually able to find a hcp. The patient had previously contacted a manufacturing representative.